Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: loosening of set screw procedure: posterior lumbar interbody fusion levels implanted: l4/5 it was reported that the patient was diagnosed with a loosened set screw post-operatively. The patient underwent revision surgery. L4 screw at the right side and rod were also replaced in the revision surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.